Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the screen on the connected glidescope gvm monitor went blank when the cable was manipulated. The customer reported isolating the issue to the smart cable. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Following the initial reported incident, the customer determined that the image issue was isolated to the smart cable and replaced it with a new glidescope spectrum smart cable. To date, the customer has not reported any further issues with their glidescope system. Review of complaint history for the reported serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.